Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and upon inspecting the iabp, the stm found out that the monitor cable was loose. In addition, the stm observed that the iabp was out of service due to a blood back that was not previously reported to the service team. To resolve the issues, the stm replaced the safety disk, condensate removal module and batteries per manufacturer specifications, then completed preventive maintenance with full calibration. The iabp passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the screen of the cs300 intra-aortic balloon pump (iabp) went blank when trying to turn on. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that prior to use on a patient, the screen of the cs300 intra-aortic balloon pump (iabp) went blank when trying to turn on. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. Further evaluation and completion of repairs are pending. A supplemental report will be submitted to this effect.

Event description:
It was reported that prior to use on a patient, the screen of the cs300 intra-aortic balloon pump (iabp) went blank when trying to turn on. There was no patient involvement, and there was no adverse event reported.